Manufacturer narrative:
It was reported that while surgical clipper was plugged-in, fluid spilled into surgical clipper resulting in "smoking and it almost caught fire." The electrical cord reportedly frayed. The surgical clipper was unplugged and removed from service. It was denied that a staff, patient, or procedure was affected. There was no serious injury, need for follow-up care or medical intervention required related to the reported event. Due to the reported incident and in an abundance of caution, this medwatch is being filed. The sample was returned for evaluation and signs of overheating were observed. Unintended user-error caused the reported event. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that while the surgical clipper was plugged-in, fluid spilled into the surgical clipper resulting in "smoking and it almost caught fire."